Manufacturer narrative:
Balt USA reference #(B)(4) the product analysis was completed by manufacturer balt extrusion. Summary as follows: the defect product is returned into the secondary packaging. No pouch. Visual aspect: hybrid is ruptured at the nitinol/inox junction; a competitor catheter is returned apollo; the description noted that the part of hybrid is stucked into the catheter apollo; the nitinol part is scratched on 3 points; test to remove the part of hybrid: need to cut the catheter apollo (the tube is reinforced. It was stretched during cutting); presence of a blood into the catheter; presence of organical residue around the wire; measures: nitinol lenght: 1600mm conform to specif 1600mm; inox lenght: 600mm conform to specif 600mm; balt extrusion sas has received the device, and it has been analyzed in our quality laboratory. The investigation was based on the manufacturing records for this specific lot, the information provided by the hospital, and the data from our post-market surveillance process. 1) device analysis: the defect product was returned into the secondary packaging. A competitor catheter was also returned; the distal part of the hybrid is stuck inside. Need to cut the catheter, we noticed blood residues in the catheter and around the guidewire. The proximal part of the guidewire measures 600mm and the second part measures 1600mm. The rupture occurred at the junction of the nitinol/inox welding. 2) manufacturing record: during the manufacturing process, several tests are performed: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled. The lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. 3) information regarding the procedure: according to the information provided by the hospital, the guidewire was prepared following the instruction for use (IFU) indeed the physician has hydrated the dispenser to activate the hydrophilic coating and allow a smooth removal from the dispenser. No resistance was felt during the removal from the dispenser that could weaken the guidewire. During the navigation the physician felt resistance after pushing the guidewire halfway through the catheter. At this moment he stops pushing the guidewire and removes it. He was able to remove the entire guidewire from the patient. 4) post-market surveillance data: based on data issued from our post-market surveillance process, the hybrid rupture could be explained by the following hypotheses: - the issue could be explained by a wrong manipulation during the withdrawal of the guidewire from the dispenser hoop (use of excessive force). However, we cannot confirm this hypothesis because according to the information provided by the facility the device was prepared following the IFU flushing the hoop using a saline solution. - this issue could also be due to excessive traction, bending, or twisting of the device during use. But we cannot confirm either this hypothesis since the physician mentioned that he stops pushing the guidewire when he felt resistance. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. In conclusion several hypotheses have been made but none of them could be confirmed. However, please be sure we fully take your report into account, and we will make sure this failure mode will continue to be monitored as part of our post-market surveillance program. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "guide rupture inside microcatheter (apollo) during brain arteriovenous malformation treatment (transvenous embolization). Access: left jugular, ballast 80cm (distal extr: left transverse sinus); dac: navien 6f; apollo (15mm detachable tip) in the basal vein of rosenthal. After introduction of the hybrid wire inside de microcatheter, feeling of a resistance (halfway of the length of the wire) gentle remove of the wire and pushing again: resistance. When removing the wire, some resistance but it could be retrieved by the second operator. When injecting some contrast inside the microcatheter, distal tip (+-20cm) is seen detached in the microcatheter. An echelon 10 had been placed in parallel in the basal vein via the navien. Microcatheter and wire have been conserved for analysis. Cfr annexed pictures below" incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "guide rupture inside microcatheter (apollo) during brain arteriovenous malformation treatment (transvenous embolization). Access: left jugular, ballast 80cm (distal extr: left transverse sinus); dac: navien 6f; apollo (15mm detachable tip) in the basal vein of rosenthal. After introduction of the hybrid wire inside de microcatheter, feeling of a resistance (halfway of the length of the wire) gentle remove of the wire and pushing again: resistance. When removing the wire, some resistance but it could be retrieved by the second operator. When injecting some contrast inside the microcatheter, distal tip (+-20cm) is seen detached in the microcatheter. An echelon 10 had been placed in parallel in the basal vein via the navien. Microcatheter and wire have been conserved for analysis. Cfr annexed pictures below." Incident report form submitted for this complaint indicates that no patient injury was sustained.